Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge intermittently did not fit onto the pump. Reportedly, the customer reused the cartridge. Tandem technical support educated the customer on cartridge labeling. The customer changed the cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.